Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd conventional pen needle medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: indicates that believes it is the needles that are clogged, since once a week cannot inject the treatment,

Event description:
It was reported while using an unspecified bd conventional pen needle medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: indicates that believes it is the needles that are clogged, since once a week cannot inject the treatment,

Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.